Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. Customer¿s blood glucose level was 108 mg/dl. Customer stated that the insulin pump was crack. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked case (battery tube) and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The damage was to the back of the insulin pump where the battery going in. No damage reported to the reservoir compartment or the lip of the reservoir.